Manufacturer narrative:
The suspect device was not returned for investigation. Vyaire medical was able to confirm the issue and advised the customer that a visual inspection of the main electronic be performed before replacing the defective blower. Root cause of failure is due to extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn cause the blower damage due to overheating. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 started to alarm technical failure 316 - blower failure during ventilation. Furthermore, the patient was transferred to another ventilator and there was no patient harm associated with the reported event.